Event description:
Reporter alleged blood glucose device generated two results with a test strip prior to it being dosed with blood. It was reported on result was 61 and then 63 mg/dl however no actionss were taken or treatment received as a result of the readings. A request was made for the return of the suspect device and replacement product was sent.